Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Readjusted the pneumatics and adjusted loop gain pot to get rid of the whining sound. Ran functional check outs and unit passed. 3100b unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100b ventilator can't get below 15 cm map (mean arterial pressure) and making high pitched noise. The reporter confirmed that there is no patient involvement associated on this event